Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer blood glucose level went as high as 502 mg/dl. Customer experienced vomiting, the onset of diabetic ketoacidosis, they did not feel well and treated their high blood glucose via bolus delivery. Customer advised the reservoir and tubing was not locked in together. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer declined to further troubleshoot.